Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to customer's blood glucose. Technical support instructed customer in troubleshooting steps without success. Customer was contacting their healthcare provider for insulin backup therapy.